Manufacturer narrative:
Device received but analysis not yet done. Report will be updated once analysis is done if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) it was reported that patient had a revision because they felt like the site was bothering them and upon opening the patient up and detaching the ins, the doctor noticed that the ins was discolored. Device was explanted and would be returned .

Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.